Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was getting into her car when she passed out. She woke with paramedics around her after receiving glucagon. Her bg at the time of the event per emergency medical services (ems) was 26 mg/dl, but her cgm displayed 250 mg/dl. The patient declined transportation to the hospital and ate dinner after the event. At the time of report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.